Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
Record created and submitted on time. The system registered an internal error message. Vendor, sparta, notified of error message. Awaiting a response from sparta regarding the internal error.